Manufacturer narrative:
The event of an ipg replacement was reported to abbott. The device was at its end of life. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's dbs ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post-operatively.